Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("on the right side the essure device was stuck outside the uterus it appears to have perforated through the tube"), embedded device ("migration of implant/migration of essure device location of device: embedded in the uterine wall"), device expulsion ("migration of implant/migration of essure device location of device: embedded in the uterine wall"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("menometrorrhagia"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage") in a 39-year-old female patient (gravida 3, para 2) who had essure (batch no. 624484) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tubes". The patient's past medical history included dysmenorrhea, parity 2 (date of birth: (B)(6) 1990, (B)(6) 2003) and cholecystectomy. Previously administered products included for an unreported indication: mirena until (B)(6) 2007. Concurrent conditions included menometrorrhagia and uterine cervical metaplasia. Concomitant products included intrauterine contraceptive device (iud nos) from 2003 to 2008 for contraception as well as ibuprofen and venlafaxine hydrochloride (effexor xr). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, 1 year 4 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), adenomyosis ("adenomyosis") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy (partial) to remove the essure implant on (B)(6) 2009), surgery (laparoscopic-assisted vaginal hysterectomy (partial) to remove the essure implant on (B)(6) 2009), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, pregnancy with contraceptive device, abortion spontaneous, mood swings, adenomyosis and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage, menometrorrhagia and dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abortion spontaneous, adenomyosis, device expulsion, dysmenorrhoea, embedded device, fatigue, menometrorrhagia, menorrhagia, mood swings, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: per mr: (B)(6) 2009, removal details: boggy, enlarged uterus. Weight was 120 grams. Her essure device on the left side was in the tube, seemed to have correct placement. On the right side the essure device was stuck outside the uterus it appears to have perforated through the tube. There is no bleeding in this area. She had normal-appearing ovaries bilaterally. No upper abdominal abnormalities were noted and she is status post cholecystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion on an unspecified date in 2008 she learned that she was pregnant. On (B)(6) 2009, pelvic ultrasound, revealed mildly heterogeneous appearance of the endometrial echo-complex without discrete mass lesion seen may be related to phase of the menstrual cycle in this premenopausal patient. Linear echogenic structure extending from the left aspect of the endometrial echo-complex to the left ovarian region may represent the left essure given the positioning of the coil on previous hysterosalpingogram on (B)(6) 2008, nonspecific sub endometrial cyst may represent adenomyosis rather than normal variation. Probable dominant follicle or physiologic cyst of left ovary. Likely recently ruptured right ovarian follicle or cyst. (6) questionable soft tissue structure projecting within the small amount of free pelvic fluid, possibly related to the bowel, but consider follow-up examination to confirm. Concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal haemorrhage, adenomyosis, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration of implant/migration of essure device location of device: embedded in the uterine wall"), device expulsion ("migration of implant/migration of essure device location of device: embedded in the uterine wall"), fallopian tube perforation ("on the right side the essure device was stuck outside the uterus it appears to have perforated through the tube"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("menometrorrhagia"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage") in a 39-year-old female patient (gravida 3, para 2) who had essure (batch no. 624484 (l), 624484 (r)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tubes". The patient's past medical history included dysmenorrhea, parity 2 (date of birth: 29sep1990, 29apr2003) and cholecystectomy. Previously administered products included for an unreported indication: mirena until 4-dec-2007. Concurrent conditions included menometrorrhagia and uterine cervical metaplasia. Concomitant products included intrauterine contraceptive device (iud nos) from 2003 to 2008 for contraception nos as well as ibuprofen and venlafaxine (effexor). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On 14-apr-2009, 1 year 4 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), adenomyosis ("adenomyosis") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy (partial) to remove the essure implant on 14-apr-2009) and surgery (ablation). Essure was removed on 14-apr-2009. At the time of the report, the embedded device, device expulsion, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, mood swings, adenomyosis and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage, menometrorrhagia and dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abortion spontaneous, adenomyosis, device expulsion, dysmenorrhoea, embedded device, fatigue, menometrorrhagia, menorrhagia, mood swings, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: per mr: 14apr2009, removal details: boggy, enlarged uterus. Weight was 120 grams. Her essure device on the left side was in the tube, seemed to have correct placement. On the right side the essure device was stuck outside the uterus it appears to have perforated through the tube. There is no bleeding in this area. She had normal-appearing ovaries bilaterally. No upper abdominal abnormalities were noted and she is status post cholecystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-jul-2008: total bilateral occlusion on an unspecified date in 2008 she learned that she was pregnant. On 12jan2009, pelvic ultrasound, revealed mildly heterogeneous appearance of the endometrial echo-complex without discrete mass lesion seen may be related to phase of the menstrual cycle in this premenopausal patient. Linear echogenic structure extending from the left aspect of the endometrial echo-complex to the left ovarian region may represent the left essure given the positioning of the coil on previous hysterosalpingogram on july 1, 2008, nonspecific sub endometrial cyst may represent adenomyosis rather than normal variation. Probable dominant follicle or physiologic cyst of left ovary. Likely recently ruptured right ovarian follicle or cyst. (6) questionable soft tissue structure projecting within the small amount of free pelvic fluid, possibly related to the bowel, but consider follow-up examination to confirm. Concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal haemorrhage, adenomyosis, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 2-apr-2018: the reporter information was updated. This case concerns 39 year old patient. Her demographic details were updated. Her historical medication, historical/concurrent condition were added. Lab data was added. Essure indication was amended and lot number provided. Concomitant medication was added. Per pfs: events: migration of essure device location of device: embedded in the uterine wall (previously reported as migration of implant), abnormal bleeding menorrhagia/vaginal), menometrorrhagia, pregnancy with contraceptive device, miscarriage, mood swings, dysmenorrhea (cramping), adenomyosis, fatigue and device ineffective/failure to occlude (close) fallopian tubes. She had recovered for the events: cramping and bleeding. Per mr: event: fallopian tube perforation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2009.). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.